Event description:
Per the clinic, the patient experienced cholesteatoma around the electrode lead, resulting in the decision to explant the device (date not reported). It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2011; during the same surgery, the patient was reimplanted with a new device. This device is not available for analysis. (B)(4).